Event description:
Revision due to pain.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: alval / soft tissue reaction

Manufacturer narrative:
Added. New etq record created in order to update etq (legal system) complaint number dint 24295. Reason for original complaint ¿ asr revision to take place (B)(6) 2012. Asr xl - right reason(s) for revision: unknown update: added and amended products. Received: august 17th 2012. Reason(s) for revision: alval / soft tissue reaction update: reason for revision and confirmed date of revision added as per claimsuite update alert 02 (B)(6) 2012. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.